Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient opened their transfer set, and drained during set-up without being connected. The patient then connected for therapy. The patient was to follow up with their nurse. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.